Manufacturer narrative:
The returned sample was tested by manual tube method using panocell-16 lot 16114. The sample reacted negative at 4°c, rt, 37°c and at ict with all c positive and s positive cells. Known anti-c positive, known anti-s positive and known negative samples reacted as expected. The returned sample was tested by manual tube method using panocell-10 ficin treated lot 15106. Cell 5: c positive heterozygous, s negative. Cell 6: c negative, s positive heterozygous. The sample reacted 2+ at ict with both cells. The returned sample was tested on an in-house galileo with crrs(4) lot k251. The sample reacted negative in all wells. Known anti-s positive sample and known negative sample reacted as expected. The sample was sent to a reference lab and an anti-c was weakly detectable. The anti-s antibody was not detectable. The event appears to be related to the nature of the sample.

Event description:
Customer reported unexpected negative results when testing samples with capture-r ready screen IV (crrs 4) on the galileo. Units were found incompatible on crossmatch assay.